Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Oversensing and variable sensing values on the right ventricular (rv) lead was noted. The lead was explanted but it is unknown if it was replaced. The patient was stable with no adverse consequences. Additional information has been requested, but not received yet.

Manufacturer narrative:
As received, only the distal portion of the lead was returned for analysis. Visual inspection of the lead revealed lead damage consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.